Event description:
Customer reported the left monitor has a line through the middle of the displayed images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.